Manufacturer narrative:
The patient's electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the distributor for evaluation. Both electrode belt sn (B)(4) and monitor sn (B)(4) passed functionality testing. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash. The patient's rash was located on her back under the therapy electrode pads. The patient reported that the rash was dry and smelly. The patient's physician advised the patient to not put anything on the rash. Follow-up indicated that the rash was clearing up.